Event description:
Additional information received that the patient recovered/resolved from the adverse event on 2024-09-16.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient underwent a post procedure CT scan which found an intracerebral hemorrhage- remote (rih) with minimal hemoventriculosis in the occipital horns of the lateral ventricles on 19 august 2023. The patient's mrs score was 0 and nihss score was 26. This was not a recurrent or new stroke. The adverse event was not a result of a device deficiency. The adverse event was assessed as having a causal relationship to the disease under study. The adverse event was assessed as not related to the underlying condition or disease. The site assess the adverse event as not related to the study procedure and not related to the react 71 catheter. The sponsor assessed the adverse event as possibly related to the study procedure. There was no treatment or other actions taken. Additional information was received that the final post procedure mtici score was 3. The nihss 24 hours post procedure was 22. The outcome was unknown. Additional information received reported that specific symptoms were not provided by the site nihss baseline was 26 and 24 hours 22 with discharge 2.2. Additional information was received that the patient experienced a vascular access site pseudoaneurysm post procedure compression treated. A surgical procedure was used to treat the event and the outcome was recovered/resolved. The event was not a recurrent or new stroke and did not result from a device deficiency. The event was not related to the disease under study or an underlying condition or disease. The site assessed the pseudoaneurysm as not related to the devices and causally related to the procedure. Additionally, the intracerebral hemorrhage was updated to hemorrhagic transformation stroke-ph1.